Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a connection issue; further described as the connector from the peripheral intravenous (IV) line kept "de-threading". This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.